Event description:
It was reported that the pt rarely attended the clinic after her first fitting. On 12/15 the pt was in the clinic and the audiologist found that all the electrode channels except one, showed high impedance. There is no way to know if the damage was due to a blow to the head or to other means.

Manufacturer narrative:
The device has not been explanted. Once explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.